Event description:
The facility reported a colleague infusion pump which experienced failure code 703 during biomedical servicing. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "apply sample" issue with a one touch ultra 2 meter. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time during the morning. On (B)(6) 2010, at around 12:30 pm, the patient claimed that she developed symptoms of shakiness and feeling like she was having a heart attack. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Event description:
During service evaluation, an inoperable stop key was found. Uim master software versions with a software configuration number ending (B)(4) will be categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During service, an "inoperable stop key " was discovered due to a faulty pump head module (phm). The phm key pad was replaced. The pump passed all functional tests and was returned to the customer.

Manufacturer narrative:
(B) (4)additional information: this issue is currently being investigated under CAPA # (B) (4).